Event description:
Pt returned to the hosp suffering syncope. Several days later the pt died. On autopsy the valve was found thrombosed, there was also an abscess at the valve and other inconclusive evidence of endocarditis.

Event description:
See original information plus additional information attached.